Manufacturer narrative:
(B)(4). Batch # n55f1w. Additional information was requested and the following was obtained: can you please clarify how the reload, ecr60b, was damaged: the sled broke off; when did the damage occur: when the device was used on colon; did the damage occur during firing, or did damage occur during loading, or did damage occur during unloading: during firing. The analysis results that one psee60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was received inside of a plastic bag. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested but unavailable.

Event description:
It was reported that during a laparoscopic cholectomy, it was found that the reported ecr60b was damaged. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.